Manufacturer narrative:
Physio-control performed an evaluation of the customer device and was unable to duplicate the reported event. Based on discussion with customer, the power pcb and battery pins were replaced as a precaution. Physio performed unrelated repairs and the device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that their device shut down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device shut down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device download data and verified the issue. Further cause could not be determined.